Manufacturer narrative:
A ge service representative performed an on site investigation. The cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system was rendered inoperable due to the loss of image on the left monitor. This issue will cause the system to be unusable due to the inability to see the live image. There was no patient injury or death reported.